Event description:
Customer reported that the new pilot balloon on the tube caused swelling for the pt. Customer reported that a decision was made to replace the tube.

Manufacturer narrative:
(B)(4). Investigation is ongoing. If the sample is received, a summary of the sample analysis will be provided in a supplemental report.

Manufacturer narrative:
No analysis was performed as the sample was not received for evaluation. The lot number was not provided, and without the lot number, the device history record (DHR) cannot be reviewed. A non-conformance investigation was performed, and containment action is not required since, based on the complaint report and manufacturing controls, there were no changes in the cuff or the cannula. The change was only in the flat pvt and as a consequence of the difference of each pilot; dfu was updated to reduce 2cc of the inflation volume. Manufacturing process was reviewed, and there is no potential risk. The conditions found on the inflation test-air was applied through valve on the flat pilot balloon to inflate the cuff. The cuff is checked at 24 hours to make sure that it is still inflated. A deflation test is performed, and a vacuum system is applied through valve on the flat pilot balloon to remove the air of the cuff. The reported failure mode was not confirmed as the device was not received for an evaluation. (B)(4).